Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer has been provided with a warranty replacement device. The affected device is retained by stryker. Root cause of the reported issue is due to damage to internal electrical components caused by an unknown outside contamination.

Event description:
The customer contacted stryker to report that their device was damp and not working. Upon initial evaluation stryker observed that the customer's device was showing all three icons (attention, charge-pak and service wrench) and was unable to power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.